Manufacturer narrative:
The device was not made available for evaluation. The root cause is unable to be determined. If any additional information is provided, a supplemental report will be submitted. Journal article citation: frommer, adrien, et al. "Focal osteolysis and corrosion at the junction of precice stryde intramedullary lengthening device." Bone and joint research, vol. 10, no. 7, 16 july 2021. Https://online.boneandjoint.org.UK/doi/epub/10.1302/2046-3758.107.bjr-2021-0146.r1.

Event description:
Information was received via review of medical literature that a patient had osteolysis the nail¿s telescopic junction and reported pain during distraction and consolidation. Complete resolution of the osseous alterations was achieved. No additional information is available.

Manufacturer narrative:
Correction: after further review, it was determined that this medwatch report is a duplicate of report#: 3006179046-2020-00532.

Event description:
N/a.